Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump replaced as it did not fully inflate due to fluid loss. The reservoir was drained and retained. No patient complications were reported.